Event description:
It was reported that the customer was having issues uploading the insulin pump information to carelink. Customer's blood glucose was 248 mg/dl. Customer stated that he was loosing connection to the insulin pump and downloads only up to 20%. Customer stated that the insulin pump was stored without a battery for 4 months. The customer was advised the insulin pump have to build enough date to begin downloading again. Customer decided to get insulin pump replacement. No further information provided.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to download insulin pump to carelink properly due to displayable history crc check failed on start up alarm noted in alarm history. Displayable history crc check failed on start up alarms due to corrupted history files.